Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a temperature (temp - no physical damage) issue with the pump. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: the review of the black box data showed evidence of 20 count drastic voltage drop leading to ¿cs128¿ ¿ replace battery alarm. The returned battery cap was able to fit and to maintain electrical connection. The ¿ez-prime¿ steps were performed correctly and all electrical currents draws measured within specifications. No overheating or any errors or warnings occurred during the investigation. Therefore, investigation was unable to duplicate the original ¿temperature¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.